Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: during an lefn nail procedure the surgeon had difficulty passing a 12.0mm/8.0mm protection sleeve (03.010.063) through the standard insertion handle¿s (03.010.045 lot 1506459 mfg 7aug2006) oblique hole. The procedure was completed with a percutaneous insertion handle however only one of the two proximal locking screws was able to be placed. The returned instrument was examined and the complaint condition was able to be confirmed as a burr was apparent on the underside of the handle¿s oblique hole. No definitive root cause was able to be determined however the failure mode is consistent with rough handling/wear and tear. The percutaneous insertion handle (03.010.046 lot 1448915) was not returned. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - manufacturing date: 07. Aug. 2006. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insertion handle would not allow the trocar to pass through during a nailing of a femoral shaft (using a synthes lefn nail). The surgeon requested switching out the insertion handle for a percutaneous insertion handle which was available on the back table. Alignment was checked and device passed the back table protocol testing. When the device was placed in the patient it appeared to initially align correctly but then would not align completely and only one (1) of the two (2) proximal screws could be placed. There was a 20 minute surgical delay. The surgeon completed the procedure with the one (1) screw and stated the outcome was successful. This is report 1 of 7 for (B)(4).